Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent capture was observed as both the right ventricular (rv) lead and right atrial (ra) leads had become dislodged. The leads were found to have been secured to the subcutaneous layer instead of the muscle allowing them to move and not securely tied down. New leads were implanted without issue and there were no reports of additional adverse patient effects.